Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 720 mg/dl with moderate ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Customer abruptly ended communication and declined further troubleshooting. Multiple attempts were made to follow up with the customer regarding the hospitalization; however, no response from the customer was received.